Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of failure code 810:11 was confirmed but not reproduced. The root cause was not identified. No repairs were required to fix the problem. Additional information: this device is a remediated colleague pump with a user interface module software version of 6.13.90. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
The device will not be returned for evaluation. The customer will service the pump in the hospital. The customer was instructed to check the calibration and recalibrate air-in-line printed circuit board if necessary. The customer was advised to replace the air-in-line printed circuit board if it cannot be calibrated, and if the failure code still appears, the customer should replace the pumphead. (B)(4)

Event description:
This is a report of a colleague infusion pump with a failure code 810:11, which may have caused an interruption of delivery. It is unknown when the reported condition occurred. There was no report of patient involvement, injury or medical intervention. The software version for this device is currently not known. No additional information is available.